Event description:
It was reported by the patient¿s mother that the patient's vns was not working as the patient has had an increase in seizures since the vns was implanted. No additional relevant information has been received to date.